Manufacturer narrative:
(B)(4). The device was received with the tissue pad burnt through but still attached to the clamp arm. The blade tip was gouged and broken off and not returned with the device (surgical photo of device shows blade intact after surgery). The remaining blade portion was gouged ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the clean instrument and replace instrument alerts. The device was functionally tested with a generator. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic liver resection procedure, after six activations across the liver, there was a clean instrument alert screen. The device was cleaned and when the activated to test, the device received a replace instrument alert screen. A device of a different product code was used to complete the procedure. There were no adverse consequences for the patient.